Manufacturer narrative:
The end user for the product involved is (B)(4). The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The presence of air bubbles were observed at the level of the tubing towards the patient.